Event description:
Caller tested >8.0 inr on the coaguchek xs system; he was advised by his physician to go to the hospital, however, customer took a nap. Three hours later, caller went to the hospital and lab returned as 12 inr. Caller received unspecified treatment while in the hospital. Requested return of suspect system and replacement was sent.